Event description:
It was reported digits on the lcd (liquid crystal display) screen were missing or partially displayed. The epg (external pulse generator) is unserviceable due to the age of device. There was no patient involvement.